Event description:
A sonoma wrx distal fixation device was removed approx 3 weeks after it was implanted. The distributor rep stated that the device was placed too proximal and the fracture subsided. The device was not returned and no surgical data (x-rays, pt information, or operative notes) were available.

Manufacturer narrative:
The sales rep indicated that the device was placed too proximal and that the fracture subsided. The product literature and instructions for use adequately address this issue. The device was removed and replaced with a plate 3 weeks after original surgery. The fracture subsided because the implant was not properly placed due to user error.